Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the electrode was explanted and replaced due to a product performance issue. The subcutaneous implantable cardioverter defibrillator (s-ICD) was also explanted and replaced due to a non-product related experience. The new s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received indicating the electrode exhibited high, out-of-range shock impedance measurements of greater than 400 ohms and so the s-ICD system was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the electrode was explanted and replaced due to a product performance issue. The subcutaneous implantable cardioverter defibrillator (s-ICD) was also explanted and replaced due to a non-product related experience. The new s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received indicating the electrode exhibited high, out-of-range shock impedance measurements of greater than 400 ohms and so the s-ICD system was replaced. No additional adverse patient effects were reported.